Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis manifested by abdomen pain, fever, chills, vomiting and cloudy effluent. On that same date, a peritoneal effluent analysis and culture were performed prior to the start of antibiotic therapy. The culture was positive for staphylococcus. It was not reported what the remedial therapy included. On (B)(6) 2010, the patient was hospitalized for bacterial peritonitis. On (B)(6) 2010, a repeat peritoneal effluent culture was performed, which revealed (B)(6). On (B)(6) 2010, the patient was discharged from the hospital. Pd therapy was ongoing. On an unknown date in 2010, the patient recovered from the bacterial peritonitis. It was not reported whether the patient recovered from the fever, chills, and vomiting. Concomitant medications were not reported. The reporting nurse stated that the bacterial peritonitis was unrelated to the pd therapy but was caused by the history of a post-operative infection. The reporting nurse did not provide a causality statement for the fever, chills, and vomiting.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.